Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed percutaneously via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after 3 years, the unsuccessful retrieval attempt was performed as the hook of the filter was outside of the flow lumen of ivc. Hence, after twelve days, the tilted filter was removed by open procedure at right subcostal region. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. Per medical records, unsuccessful retrieval attempts was made to engage the apex of the filter due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013).

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after 3 years, the unsuccessful retrieval attempt was performed as the hook of the filter was outside of the flow lumen of ivc. Hence, after twelve days, the tilted filter was removed by open procedure at right subcostal region. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and retrieval difficulties. Per medical records, unsuccessful retrieval attempts were made to engage the apex of the filter is due to filter tilt, material deformation and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed percutaneously via open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed percutaneously via open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure the current status of the patient is unknown.